Manufacturer narrative:
Under investigation, follow up report will be provided.

Event description:
A patient underwent resection of the 8th and 9th rib. The 8th rib was stabilized with an acute innovations biobridge plate. Patient was reported to be doing well for approximately 5 months post-op. After 5 months the initial reporter alleged that after a pneumonia related coughing fit the patient heard "tearing", and then had pain at the surgical site. A CT image was retained and it was found that the 8th rib either re-fractured or had not healed. It was also observed that the patient had developed a small chest wall hernia of the 9th rib.